Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: there was no evidence of moisture behind display lens. Keypad intact, no peeling. "Contrast" and "ok" keys intermittently responding, "up" and "down" keys responding. Removed keypad. Evaluation revealed that there was contamination found under all key contacts. Battery compartment crack observed from threads to case seal. Evidence of moisture contamination inside battery compartment. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination found inside pump, on motor flex connector as well as on display flex cable and connector. The display is faded, discolored and very difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.